Event description:
It was reported that there was bleeding at the incisions site of the implantable cardiac monitor (icm) after implant. The patient was taken back to the cardiac lab and exploration of the area with a cautery took place. The device remains in use. No patient complications have been reported as a result of this event.